Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 450 mg/dl at the time of the incident. Customer¿s current blood glucose was 450 mg/dl. Customer reports the following symptoms related to their high blood glucose were dry mouth, feeling lethargic, feeling crappy all the way around. Customer treated for high blood glucose with syringes and blousing with insulin pump. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.